Event description:
This device was implanted on (B)(6) 2009 and was explanted on (B)(6) 2014. A call to technical services was made on (B)(6) 2014 stating that there has been pacing impedance issues with the system. The system was taken out of service on (B)(6)2014 by (B)(6) this report reflects information received by FDA in the form of a notification per 803.22 (b)(2)